Event description:
A pt reported experiencing inaccurate low results with a one touch ii meter. The pt's blood glucose results were 148 mg/dl on the meter and 220 mg/dl on the lab. Tests were done within 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further information has been reported.